Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited high thresholds and loss of capture that resulted in nine seconds of asystole. Subsequently, the rv lead was surgically abandoned and replaced. The physician suspects that the lead fractured. The device remains in service. No additional adverse patient effects were reported.